Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the catheter near the connection part between the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed in the white-luered strain-relief sleeve. Microscopic inspection of the split revealed sharply defined fracture surfaces. Surface damage was observed both in the vicinity of the split and circumferentially opposite the split. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during hydraulic pressurization of the sample, a leak was observed emanating from the split site. The split characteristics and surface nearby surface features were consistent with damage caused by device manipulation with a traumatic instrument, such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the catheter near the connection part between the catheter and the catheter connector. There was no reported patient injury.